Event description:
Information received relating to a trial conducted outside the us reported that the pt had an mi and re-percutaneous transluminal coronary angioplasty (ptca) was performed most likely due to restenosis of a previously implanted stent.